Event description:
A female patient called aci on (B)(6) 2011 and reported that after undergoing an unknown procedure on (B)(6) 2011, a mynx device was used to close the access site. The patient did not report any complication during the procedure and closure so the patient was discharged to home the same day. On (B)(6) 2011, the patient's entire body was itching and covered with rash. The patient presented herself to the emergency room (ER) and the physician gave her a steroid shot and a 10-day prescription for prednisone. The patient went home, however the rash and the itching did not abate so the patient went back to the hospital the following day ((B)(6) 2011). The patient was admitted and was administered steroid intravenously (i.v.). The patient stated that she was discharged to home on (B)(6) 2011. The patient reports that she is doing well and weaning gradually off the prednisone. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Subsequent follow-up by the aci sales professional at the user facility was unsuccessful in obtaining additional information.